Event description:
It was reported the patient requested to have their pocket revised due to pain. The physician's assistant called the clinical specialist (cs) and asked about codes for the revision procedure. The clinical specialist (cs) does not know if the patient was prescribed medication. The patient is scheduled for revision surgery for (B)(6) 2025. Regarding if the patient was prescribed medication, the cs will try to find out.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. Block h11: investigation details: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of known inherent risk of device was chosen as the allegation relates to pain which is addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use. Correction: block g2: report source.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported the patient requested to have their pocket revised due to pain. The physician's assistant called the clinical specialist (cs) and asked about codes for the revision procedure. The clinical specialist (cs) does not know if the patient was prescribed medication. The patient is scheduled for revision surgery for (B)(6) 2025. Regarding if the patient was prescribed medication, the cs will try to find out.